Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of slack, which led to the rv lead becoming dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.